Event description:
Healthcare professional reported right side rupture. It was later reported the device was intact. The event of rupture was confirmed to have not occurred and this record is no longer reportable. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.